Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The reported constant air in line alarm has been reassessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 07/30/2024, zyno medical received a report from the customer reporting that the air in line sensor was damaged. No patient injury/harm reported.